Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material exited the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however, the type of material was unable to be identified. Additionally, no physical damage of the device was confirmed at where the foreign material was remained. However, the reported event is likely due to insufficient reprocessing and wear and tear. The event can be prevented and detected by following the instructions for use which state: IFU states the detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.